Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a ruptured aneurysm. The CT scan revealed a type iii fabric endoleak in the ipsilateral limb of the bifurcated device. The bifurcated device had migrated approximately one cm but was not clinically significant. The aneurysm is currently 6 cm in diameter. The physician stated that the cause of the event was due to the disruption in the stent graft that appeared to be at a level of calcium where the graft entered the common iliac artery. There appeared to be a suture pop and the stent ring had separated from the graft. The physician performed a secondary intervention and implanted an endurant ii 16x16x124 limb as well as a 36x48 endurant ii cuff, resolving the events. No additional clinical sequelae were reported and the patient is fine.